Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 20-jan-2016, (B)(4). Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory analysis of the implantable catheter (serial # (B)(4)) identified a user-related hole in the catheter body consistent with leaking seen during pressure test. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by healthcare professional regarding an implantable intrathecal pump for intractable spasticity and cva (stroke) das system. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.